Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when inserting the trial between the femur and tibial trials the spacing was tight and the trial did not slide into place. Tasp trial broke in the process.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged) and the post feature has fractured off, all pieces returned. The DHR was reviewed and found no deviations/anomalies. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.